Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On april 13, olympus medical systems corp. (Omsc) received the literature "old age is associated with increased severity of complications in endoscopic biliary stone removal". The purpose of the literature was to determine the risk factors for patients with complications in endoscopic biliary stone removal, including those with difficult stones and altered gastrointestinal anatomy. The procedure was performed using one of three types of endoscopes. Side-viewing duodenoscopes (olympus jf-240/260v, tjf-240/260v; olympus medical systems, tokyo, japan) were used for patients with non-altered upper gastrointestinal tract or billroth I gastrectomy and normal front-viewing endoscopes (olympus gif-xq240/q260j, pcf-240i/ q260ai; olympus medical systems) or short double-balloon endoscopy (fujinon ec-450bi5; fujifilm medical, tokyo, japan) were used for patients with billroth ii gastrectomy and roux-en-y total gastrectomy or hepaticojejunostomy. A prospectively computed database of patients treated with endoscopic retrograde cholangiopancreatography (ercp) between january 2004 and december 2012 at chiba university hospital was reviewed. The results from 743 consecutive patients (age =20 years) with biliary stone diseases, including common bile duct stones, mirizzi syndrome type ii stones, and intrahepatic stones, were retrospectively analyzed. In the literature, it was reported two of the 33 patients with billroth ii gastrectomy experienced intestinal perforations during the procedure. One was conservatively treated with continuous suction by the nasogastric tube and i.v. Antibiotic therapy, and the other patient required surgery. One of the 53 patients who underwent endoscopic sphincterotomy combined with large balloon dilation (eslbd) experienced bile duct perforation during the procedure, which was demonstrated by continuous abdominal pain and fluid collection surrounding the extrahepatic bile duct on the day after the procedure. Subsequently, the patient was conservatively treated and discharged within 10 days. It was also reported the other complications; 26 pancreatitis, 16 cholangitis, 12 bleedings, 6 cardiovascular events, and 3 pulmonary events. 26 patients experienced mild (n = 20), moderate (n = 2), and severe (n = 4) pancreatitis. Of the 20 patients with pancreatitis, 11 had undergone biliary sphincterotomy, 7 had precut technique,1 had endoscopic papillary balloon dilation, and one had eslbd. All patients with pancreatitis recovered with conservative treatment. 16 patients developed cholangitis, the majority (n = 15) were graded as mild. An 82-year-old male patient developed severe cholangitis with septic shock following endoscopic mechanical lithotripsy (eml), was medically treated, but died after 3 days. 11 of 16 patients with cholangitis required either eml (n = 5), electrohydraulic shock-wave lithotripsy (n = 1), or a combination of both (n = 5). 12 patients experienced bleeding, and five of the 12 were taking anti-thrombotic drugs. Mild or moderate venous bleeding as a result of the procedure to the papilla occurred in 11 patients, and 5 of the 11 required a local injection of hypertonic saline¿epinephrine solution to control the bleeding. 1 patient with severe arterial bleeding from the biliary duct as a result of eml underwent extrahepatic bile duct resection for hemostasis. 7 patients who had cardiopulmonary dysfunction as a result of excessive sedation were given flumazenil and individually managed. Atropine was given to manage bradycardia, infusion loading was used for hypotension, and increased oxygen supply was used for hypoxia. The endoscope had to be removed in one patient who had apnea during the procedure, and temporary ventilation support by bagging also had to be provided. The patient quickly recovered. A patient with a history of cerebral hemorrhage, angina, diabetes, and cirrhosis of the liver required anti-thrombotic therapy and had a post-procedural cerebral hemorrhage with hospitalization for >10 days. 1 patient had pneumonia after the procedure and required prolonged hospitalization of <4 days. Based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, 1 perforation required an emergent surgery might be serious injury, and the olympus endoscope might be used when perforation occurred. This is the report regarding 1 perforation required emergent surgery.